Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a bad motor was confirmed and reproduced during product evaluation. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. Therefore, the root cause could not be identified. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an ipump with a condition of "bad motor". It is unknown when this condition occurred. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.